Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, d-curve. It was reported that fiber-like material came out together when the octaray was removed from vizigo after the procedure. The procedure was terminated after the physician noticed the presence of fibers and collected them on the spot. There was no effect for the patient. The complaint product was used as per the IFU (instructions for use) with the package insert as usual. Timing when complaints occurred was when the octaray was removed from vizigo after the procedure. Collected fibers and completed as is. The procedure was completed without patient's consequence. Additionally, the physician used rf needle made by jll). The needle was not bent or angled. The octaray insertion tube was used. Foreign material on usable length of catheter is MDR-reportable.

Manufacturer narrative:
On 4-apr-2023, the photo analysis was completed. Device investigation details: according to the pictures provided, a transparent fiber was found. A manufacturing record evaluation was performed for the finished device number 30891005l, and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and a root cause cannot be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).